Manufacturer narrative:
Complaint no: (B)(4). Not using proper disconnection and reconnection procedure is a known cause of a system error 2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected. This occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected and reconnected without using proper aseptic technique. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event no additional information is available